Manufacturer narrative:
Unit passed displacement test. Hardware low level failures alarmed during self test and confirmed in pump history with variable (003) due broken trace at u1 keypad assembly.

Event description:
It was reported that the device cannot connect with the transmitter. Report does not state whether the reservoir is able to lock into place. The customer¿s blood glucose level at the time of the incident is 9.3 mmol/l. No further details or information available. The device will be returned for analysis.